Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation under back-left therapy pad. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician stated the irritation could be an allergic reaction to the metal on the therapy pads. The physician prescribed, betamethasone clotrimazole cream, and follow up indicated that the cream is helping with the skin irritation.